Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was dislodged which caused noise to be over-sensed leading to inappropriate shocks. The rv lead was explanted and replaced. The patient was stable throughout the procedure. Further information was requested but not received.